Event description:
This registered nurse (rn) went to mix vial of medicine with mixing device, turned vials over per directions and medication began spilling out the side onto counter and gloves. At this point pharmacy was called.